Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging alleging an issue related to a CPAP device's sound abatement foam. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in airway,kidney function detoriating and inflammation in lungs,cough,wheezing and mucus build up. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. Section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code, health effect - clinical code was updated.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.